Manufacturer narrative:
The patient¿s test strips have been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verio iq read inaccurately high compared to her feelings /normal results. The complaint was classified based on the customer service representative (csr) documentation. On (B)(6) 2014 at 7:00pm the alleged inaccuracy began. On (B)(6) 2014 at 7:30pm the patient reportedly obtained inaccurate high blood glucose readings of ¿16.9 and 18 mmol/l¿ with the subject meter. The patient takes no medications to manage her diabetes and confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed that ¿right away¿ after obtaining the readings; she experienced the symptoms of ¿sweaty, blurred vision, low blood sugar¿. The patient was given phone advice from a health care professional (hcp) to treat with more food/drink. The patient reported 15 minutes after drinking "pop" she obtained a reading of 6.4mmol/l on her husband¿s meter. At the time of troubleshooting, the csr verified the subject meter¿s unit of measurement was set correctly and the patient was unable to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.